Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that a balloon burst occurred. No patient injury was reported.

Manufacturer narrative:
The device was inspected before use with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion was heavily calcified and in the proximal/mid rca. Negative prep was performed on the device prior to use with no issues noted. Resistance was noted while advancing the device to the lesion. Lesion was not pre-dilated. Excessive force was not used. The device did not pass through a previously deployed stent. The balloon burst occurred on first inflation at 14atm. There was a sudden drop in pressure. The device was not moved or repositioned in the lesion prior to the burst. If information is provided in the future, a supplemental report will be issued.